Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. A customer received unspecified lower sensor readings on the adc device. It is unknown whether the customer noted a trend arrow. The customer self-managed by drinking juice and felt their blood sugar was high, then took insulin. There was no report of death or permanent impairment from this event. A sensor result of 55 mg/dl was compared with a consumer non-adc product reading of 450 mg/dl. When plotted on a parkes grid, the results fell into the "d" zone, indicating a clinically significant difference. The sensor had been worn for 5 days. It is unknown when these readings were obtained in relation to the adverse event.